Manufacturer narrative:
Supplemental report filed to clarify. This unit was used, but discarded at the customer site. Although this product was not returned for analysis, the complaint was confirmed. There has been an issue noted related to the hph700 not meeting the requirement for ultra-filtration efficiency. Medtronic initiated a formal investigation into the performance issues and worked with medivators to test and identify all potentially affected units. A field action was initiated to address all products in the field. There have been no adverse patient effects reported. Medtronic will continue to monitor for future events. (B)(4).

Event description:
Medtronic received information that this customer had reported this medivators hemoconcentrator in their medtronic perfusion pack didn't seem to be removing volume at the rate the perfusionist and physician were accustomed to. There were no adverse patient effects as a result of the issue. The product was not returned to medtronic for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Testing at medtronic's quality laboratory confirmed the complaint. There has been an issue noted related to the hph700 not meeting the requirement for ultra-filtration efficiency. Medtronic initiated a formal investigation into the performance issues and worked with medivators to test and identify all potentially affected units. A field action was initiated to address all products in the field. There have been no adverse patient effects reported. Medtronic will continue to monitor for future events. (B)(4).

Event description:
Medtronic received information that this customer had reported that hemoconcentrators didn't seem to be removing volume at the rate the perfusionist and physician were accustomed to. There were no adverse patient effects as a result of the issue. Although this device was never used, it was returned to medtronic for evaluation.